Manufacturer narrative:
Patient age at time of event: 70s. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported the patient experienced a sudden drop in hematocrit. A thrombectomy procedure was successfully completed with the use of an angiojet® zelantedvt catheter. In a matter of 24 hours post-procedure, the patient's hematocrit went from 41% down to 21%. No further patient complications were reported and the patient is stable now.